Event description:
In 2006, the patient was implanted with a +19.5 power lens. The next month, the doctor replaced the lens after the patient reported having problem reading. The additional information received from the doctor confirmed that the implanted lens was not mislabeled.

Manufacturer narrative:
This form was completed by the manufacturer. The problem is not product related.